Event description:
It was reported patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, the patient was revised to a comprehensive reverse shoulder system on (B)(6) 2014 due to a loose glenoid. Patient underwent a second revision procedure on (B)(6) 2014 due to the reverse baseplate not growing in. The baseplate and glenosphere were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. "